Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter: when removing the pen needle from the pen to check the product, I found that there was no needle npe. If it was broken, the broken needle should be somewhere; however, it could not be discovered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter: when removing the pen needle from the pen to check the product, I found that there was no needle npe. If it was broken, the broken needle should be somewhere; however, it could not be discovered.